Event description:
It was reported per mw5105998: inbound - both of her pumps alarm low 'reservoir volume' after 24 hours use and there is still 2ml left in the syringe. No patient injury reported.

Event description:
It was reported per mw5105998: inbound - both of her pumps alarm low 'reservoir volume' after 24 hours use and there is still 2ml left in the syringe. No patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). Additional information d5 operator of device., corrected data: corrections d1 brand name, d2 common device name and h5 labeled for single use.